Manufacturer narrative:
Philips service replaced x-y box and amc dual axis drive dpe2xph01, recalibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that c-arm xy movement failure occurred due to defective amc xy box on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.